Event description:
It was reported that an absolute pro stent was placed in the iliac artery without any difficulties and after the stent placement, the account noticed that on the box the expiration was noted as (B)(6) 2012. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The warnings section of the absolute pro .035 biliary self expanding stent system instructions for use states: note the product use by date specified on the package. Based on the reviewed information, no product deficiency was identified.